Event description:
It was initially reported that the site was unable to communicate with two different pts' devices. It was later noted that the site was given some info on troubleshooting steps, including replacing the 9v battery, but it is unclear if this resolved the issue. Good faith attempts to obtain add'l info have been unsuccessful to date.